Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient wasn's seeing their doctor about the reported issue until (B)(6) 2016. Nothing had been resolved since the last call.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had a burning sensation at the implantable neurostimulator (ins) site. The burning sensation was described as pain that was hurting. It was noted as sudden but had started over the past month. It was noted as occurring daily, and there were no traumas or falls related to the issue. It was stated the patient was going to see their doctor to determine longevity of implants and cause of the burning sensation. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.